Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No unexpected number scrolling during testing. Insulin pump received with cracked case on the lcd window corners, crack on lcd window, minor scratches on lcd window, crack on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, cracks on the reservoir tube and shifted and loose end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the display screen began to scroll without input during a bolus. She stated that the insulin pump had not been exposed to moisture. The blood glucose reading was 107 mg/dl. Nothing further was reported.